Event description:
It was reported that during an unknown procedure, the device's cartridge fell off of the stapler after it was loaded outside of the patient. The cartridge did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without any difficulties and did not fell out during functional testing. Event could not be confirmed as no cartridge was received for analysis.